Manufacturer narrative:
Failure event observed during analysis. Final analysis found low ventricular pacing lead impedance. No other anomalies were found.

Event description:
This report is to advise of an event observed during analysis.